Event description:
New information states that, there was no device malfunction or complaint. The event was due to the patient being on medications, not allowing to be able to induce vf to complete daft testing. The patient was stable post procedure.

Event description:
It was reported that the physician was unable to induce ventricular fibrillation with multiple attempts, shock on t and burst. The device was explanted and replaced. No further information was available.

Manufacturer narrative:
The device functionality was bench tested and no anomaly was detected.